Event description:
Boston scientific received information that the communicator power cord melted a little and there was no light on the power indicator. Also, the patient confirmed that there was no power outage observed and that no untowards injury noted. A boston scientific company representative performed troubleshooting but was unresolved. The power cord will be replace. A return label was sent to the patient's verified address. The communicator remains in service. No adv pt effect reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.